Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿feedthru anomaly ¿ shorting across insulator¿. (B)(4).

Event description:
Additional information received from the patient reported that the pump battery had died two months early, and the patient was hospitalized.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, lot# n179572007, implanted: (B)(6) 2009, product type: catheter.(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was reported by a healthcare provider (hcp) via a device manufacture representative regarding a patient receiving morphine (8.0 mg/ml at 0.0467mg /day, unknown lot number) via a pump. The pump indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. The hcp reported that the patient's pump was alarming and the patient presented to the emergency room (ER) the weekend of (B)(6) 2015 for sudden onset of unknown symptoms. The reporter did not know the specific symptoms that the patient experienced. The patient logs identified a reset that occurred, due to a low battery on (B)(6) 2015 and that the pump was in a safe state. The pump was placed in minimum rate mode. The pump was replaced on the night of (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.